Manufacturer narrative:
Additional information: patient weight provided.

Manufacturer narrative:
Patient weight was requested, but not provided. A replacement clamp was sent to the site for issue resolution. The suspect clamp has not been returned to the manufacturer for evaluation. Not returned by customer.

Event description:
A medtronic representative reported that during a spinal surgery it was discovered that the short spinous process clamp was damaged. It was reported that the washer was damaged and no longer tightened the clamp. This issue caused a delay of less than an hour. No harm to the patient.